Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. When tried to recover, it finally opened but was still unable to close, which prevented users from accessing medication. The customer stated that there was a delay in accessing the required medication, as they had to wait for medications to be delivered from the pharmacy. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with corrected/additional information: d5, e3, g1, h6 and h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 28-nov-2022 to 27-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station experienced a drawer failure due to a broken u-clip on the plunger and the insep, which hindered the drawer from closing properly. A field service engineer replaced the plunger. The station was rebooted, and the drawer was cleaned, around the back of the communication sled & power supply and debris from the bottom edge of the back panel and, also reseated the drawer cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station experienced a drawer failure due to a broken u-clip on the plunger and the insep, which hindered the drawer from closing properly. A field service engineer replaced the plunger. The station was rebooted, and the drawer was cleaned, around the back of the communication sled & power supply and debris from the bottom edge of the back panel and, also reseated the drawer cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. When tried to recover, it finally opened but was still unable to close, which prevented users from accessing medication. The customer stated that there was a delay in accessing the required medication, as they had to wait for medications to be delivered from the pharmacy. There were no adverse events or injuries reported based on this incident.